Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple intermittent low blood glucose (bg) events of approximately 40 mg/dl; cause was unknown. Juice and candy were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the logs were reviewed from 12/17/2019 to 12/29/2019. A total of 10 low event was detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for this event is included below. Continuous glucose monitor (cgm) value of 52 was recorded at 10:59:44 pm to 11:04:45 pm on (B)(6) 2019. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 10:59:44 pm on (B)(6) 2019. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 42 mg/dl were recorded at 10:34:33 am to 10:54:33 am on (B)(6) 2019. A cgm alert 1 (cgm low alert) for a reading of 42 was enunciated at 10:34:33 am on (B)(6) 2019. Continuous glucose monitor (cgm) value of 53 was recorded at 11:19:34 am to 11:24:33 am on (B)(6) 2019. A cgm alert 1 (cgm low alert) for a reading of 42 was enunciated at 10:34:33 am on (B)(6) 2019. The user made the following bolus request(s) while having insulin on board (iob): time: 11:08:53 am date: (B)(6) 2019 iob: 2.56 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 41 to 48 mg/dl were recorded at 2:44:33 pm to 2:59:33 pm on (B)(6) 2019. A cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 2:39:32 pm on (B)(6) 2019. The user made the following bolus request(s) while having insulin on board (iob): time: 11:08:53 am date: (B)(6) 2019 iob: 2.56 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 45 to 51 mg/dl were recorded at 3:14:33 pm to 3:29:32 pm on (B)(6) 2019. A cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 2:39:32 pm on (B)(6) 2019. The user made the following bolus request(s) while having insulin on board (iob): time: 11:08:53 am date: (B)(6) 2019 iob: 2.56 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 47 to 52 mg/dl were recorded at 8:14:21 pm to 8:24:21 pm on (B)(6) 2019. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 8:14:21 pm on (B)(6) 2019. Continuous glucose monitor (cgm) values of 51 to 53 mg/dl were recorded at 9:09:42 pm on (B)(6) 2019. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 8:14:21 pm on (B)(6) 2019. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 48 mg/dl were recorded at 4:29:18 pm to 4:44:18 pm on (B)(6) 2019. A cgm alert 1 (cgm low alert) for a reading of 48 was enunciated at 4:29:18 pm on (B)(6) 2019. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 53 mg/dl were recorded at 07:29:18 am to 07:44:13 am on (B)(6) 2019. A cgm alert 1 (cgm low alert) for a reading of 46 was enunciated at 07:29:18 am on (B)(6) 2019. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 51 mg/dl were recorded at 04:49:00 am to 06:24:10 am on (B)(6) 2019. A cgm alert 1 (cgm low alert) for a reading of 51 was enunciated at 04:49:00 am on (B)(6) 2019. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) value of 51 was recorded at 1:06:33 pm on (B)(6) 2019. A cgm alert 1 (cgm low alert) for a reading of 51 was enunciated at 1:06:33 pm on (B)(6) 2019. The user made the following bolus request(s) without entering current glucose or carbohydrates: time: 10:48:45 am date: (B)(6) 2019 iob: 0.00 requesting a bolus without entering current glucose or carbohydrates may lead to a low bg event. Continuous glucose monitor (cgm) value of 49 was recorded at 1:11:38 pm on (B)(6) 2019. A cgm alert 1 (cgm low alert) for a reading of 51 was enunciated at 1:06:33 pm on (B)(6) 2019. The user made the following bolus request(s) without entering current glucose or carbohydrates: time: 10:48:45 am date: (B)(6) 2019 iob: 0.00 requesting a bolus without entering current glucose or carbohydrates may lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.